Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose values and low blood glucose values. The patient's blood glucose was 41 mg/dl at one point, which was treated with a glucagon shot. The customer was also hospitalized for a blood glucose exceeded 1200 mg/dl. The customer felt sick and nauseous, and despite administering a bolus her blood glucose value would not decrease. Before the doctor could see her, the customer went into a coma. She was treated with insulin shots and fluids via IV. The customer mentioned that the buttons on her insulin pump were hard to press. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during our testing. However, the insulin passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump had intermittent button response during testing due to flattened dome switches on the escape, act and down arrow buttons. The j2 lcd connector was inspected and no anomaly was noted. The insulin pump passed the displacement accuracy test.